Event description:
It was reported that the patient presented in-clinic for a generator change procedure as previously upon interrogation it was noted that the pacemaker and the right-ventricular (rv) lead exhibited high pacing impedance. As a resolution the pacemaker was explanted and replaced. No intervention was performed for the rv lead and the rv lead remained implanted. There were no patient consequences.